Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump miscalculated a food bolus. The next day, customer's blood glucose (bg) level elevated to 255 mg/dl due to the inaccurate food bolus. There were no alerts, alarms or insulin on board. The customer was not able to upload due to an older computer. The customer set a temporary basal rate and exercised to lower the bg level. Tandem technical support attempted to follow up with the customer to confirm if there were any further bolus issues; however, the customer did not reply to the requests.